Event description:
It was reported that the patient's right ventricular lead exhibited high capture thresholds. The lead was removed and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.